Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to press center of button firmly while supporting bottom of pump, confirmed pump screen could turn on but difficulty persisted, and chose to continue using current pump until replacement arrived; pump was confirmed in warranty, replacement pump was arranged, and customer was instructed to place old pump in storage mode, re-enter pump settings, reconnect cgm on replacement pump, and return problematic pump using prepaid label within required timeframe.